Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument there was a false positive result. There was no report of patient impact. The following information was provided by the initial reporter: the application specialist was asked about a specific case where they have seen multiple positive targets in one run (run (B)(6)). They repeated it and the results completely changed and were reasonable again upon repetition from the same sample (run (B)(6)). The application specialist already discussed contamination during sample preparation. They did run positive controls for both runs ¿ but the positive controls did not contain eg. Yersinia, which was positive in the run of concern, but not in the repetition.

Manufacturer narrative:
PMA / 510(k)#: k111860. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument there was a false positive result. There was no report of patient impact. The following information was provided by the initial reporter: the application specialist was asked about a specific case where they have seen multiple positive targets in one run (run 304). They repeated it and the results completely changed and were reasonable again upon repetition from the same sample (run 306). The application specialist already discussed contamination during sample preparation. They did run positive controls for both runs ¿ but the positive controls did not contain eg. Yersinia, which was positive in the run of concern, but not in the repetition.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "ebp - fps". The complaint is not confirmed because the issue did not re-occur. The root cause is likely related to "contamination during preparation/ no device problem identified". Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 6/29/2021. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.